Event description:
(B)(4). Extremely heavy menstrual cycle from day one. Needed to use heavy flow tampons and pads for 7 days when previously I had relatively light cycle for 5 days. 7 years later I have swelling in my legs; a rough and scaley rash on my thighs, joint pain, especially in my hips; kidney pain; sharp abdominal pains; (B)(6) weight gain; fatigue; heart palpitations; swelling around eyes